Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed which revealed insulation damage near the suture sleeve on the rv lead. The device was reprogrammed, and provocative testing was later performed. The noise was unable to be reproduced during testing. The patient was in stable condition.